Event description:
Patient reported that the meter/hcp meter comparison results were 180 mg/dl (ss) versus 255 mg/dl (hcp), respectively. Both readings were obtained using the same blood sample (finger stick). No symptoms were reported. Meter reportedly is not cleaned on regular basis. Lfs representative reviewed meter calibration, coding, cleaning and control testing with pt. The meter was replaced. No harm was alleged.